Event description:
Boston scientific received information that this patient reported he had received shocks in the past and he had lost consciousness and sometimes feels a tingling sensation from his device, but does not receive a shock. The patient stated he has heart failure and had four heart attacks and several open heart surgeries. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific patient services representative documented the observations and instructed the patient to contact his physician. No other adverse events have been reported. This product issue will be updated if additional information is received.